Event description:
The customer reported being treated at the hospital due to low blood glucose of 20mg/dl. The customer stated that the event occurred in february. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.